Event description:
The hospital reported that during a coronary bypass procedure, heartstring iii system 4.3mm proximal seal did not come out when the plunger was pressed. A new device was issued and the operation was completed without issue, with no impact on the patient. There were no procedural delays.

Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw# (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000369130 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). Corrected fields: h6 (type of investigation).